Event description:
Additional information was received from the manufacturer representative (rep) reported that the issue with the electrode was high impedance (red). More than 15 tests were conducted on the electrode, and the poles continued to show high impedance in red. No notifications were generated.

Manufacturer narrative:
H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the lead, product ID 977c165, serial # (B)(6), was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The issue occurred during the patient's permanent ins implantation.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead, ubd: 16-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer that a lead ¿malfunction¿ occurred. It was stated that when connecting the lead to a neurostimulator that ¿it failed at poles 0 to 3¿ and that ¿an error was displayed.¿ more than ten attempts were made to troubleshoot and resolve the issue; however, the error consistently appeared on poles 0 to 3. Additional information has been requested to determine the nature of the ¿error;¿ however, no further information has been received at this time. It was noted that the cause could not be determined and that upon visual inspection that there were no issues observed with the lead. There were no external factors reported that may have led or contributed to the issue. The lead was subsequently explanted and a new lead was placed successfully during the surgery in order to complete the procedure. It was noted that the replacement lead showed excellent impedance values and that the issue was resolved. There were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hos pitalization; the patient was alive with no injury at the time of report. No complications were reported or anticipated.